Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. Customer also reported their piston was not pushing the insulin out. The customer stated they had already tried multiple site locations. The customer's blood glucose was 300 mg/dl. Troubleshooting was not completed at the time of the call. The customer was advised to call back when the alarm occurs. Advised the customer to change out their reservoir and infusion set. No additional information provided.